Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000167, serial/lot #: -, ubd: unknown, UDI#: unknown product ID: m021083c001, software version #: 4.2.1 product ID: bi71000167, serial/lot #: (B)(6), ubd: unknown, UDI#: unknown product ID: bi71000194, serial/lot #: (B)(6), ubd: unknown, UDI#: unknown product ID: bi71000424, serial/lot #: -, ubd: unknown, UDI#: unknown g02004: cable g02008: software g02034: handswitch g04096: panel h3, h6: the system was serviced in the field. The rep was able to duplicate the issue upon arrival and could hear a clicking sound inside the mobile viewing station (mvs) when the umbilical was bent out at the connector and it would click again when released. There was noted to be a broken wire within the cable. Codes b01, c07, and d02 are applicable. H3, h6: software analysis was performed. No failures were found. Codes b01, c19, and d14 are applicable. H3, h6: the returned cable was analyzed. Visual inspection confirmed a missing umbilical harting cover locking lever. Codes b01, c07, and d02 are applicable. H3, h6: the returned handswitch was analyzed. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported that the site was having intermittent issues with taking 2d images. The site tried both the handswitch and the footswitch with no change. It was noted that there were no issues with the 3d scans. There was no impact on patient outcome. Additional information was received, it was reported that the procedure was a posterior lumbar interbody fusion (plif) l2-l5. There was a delay of about 20-25 minutes and there was troubleshooting that was done that resolved the issue. It was noted that there were also unused spins. Additional information was received, it was reported that it was concluded that the patient reference frame was bumped during the surgery. There were also 6 people in the room excluding the patient.